Manufacturer narrative:
Product complaint number: (B)(4). If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent: did the suture break or did it pull off from the needle during the intra op event? There are 13 sutures in quantity of product involved, should this 13 sutures go into quantity of product returned instead? How many "sutures were separated" occurred with all 13 sutures during this single surgery? What tissue/location was suturing when "sutures were separated " occurred? Were there any adverse patient consequences? Procedure date? To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that a patient underwent a craniotomy on (B)(6) 2021 and suture was used. During the procedure, sutures were separated when surgeon wanted to make a knot. There were no patient consequences reported. Additional information was requested.